Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent primary breast augmentation with mentor memorygel breast implants and experienced rupture and baker grade ii-iii capsular contracture on the right side, and baker grade I-ii capsular contracture on the left side postoperatively. The capsular contractures were confirmed with a physical examination. As a result, the patient underwent bilateral device removal and replacement with mentor memorygel breast implants, catalog number 3504251bc on the right side and 3503751bc on the left side, serial numbers (B)(4) on the left side on (B)(6) 2021. This report is for the patient's left-sided device.